Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the light was out on the table top prior to surgery. The lamp needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative verified that the lamp hours exceeded its rated life. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2013. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was not functionally evaluated since it was confirmed to have exceeded its rated life. The system was found to meet specifications. As such, the root cause cannot be determined conclusively. (B)(4).